Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. However, device passed rewind test, self test and displacement test. Device rewind properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer's insulin pump had button become unresponsive once a month. The customer¿s blood glucose level was unknown. Customer reported that insulin pump was refuses to rewind. Customer stated that they had to remove the batteries and put them back in. The insulin pump will not be returned for analysis.